Event description:
During use of a swan ganz iq, there were inaccurate values displayed. There was a suspected tamponade which resulted in an open-chest in the ICU. However, there was little blood found in the chest, following which the patient had escalating vasoactive support maximal doses of epi, levo, dobutamine, and vasopressin based upon blood draw fick calculation & hypotension. Ventilator settings were fairly normal, and no mechanical circulatory support. Hemoglobin was 8-10 during the escalation of inotropes. The svo2 from the swan matched the svo2 from the lab, and the ci by fick was 1.8. However, the swan was reading a ci of 3.5. There was no patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.